Event description:
It was reported the pt's charger is unable to locate his ipg. The pt does not have stimulation. A replacement charger did not resolve the issue. An sjm rep met with the pt and confirmed the issue. F/u identified the pt had his ipg replaced and the issue is resolved.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.